Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the physician attempted to position the left ventricular lead the patient -crashed-. The patient experienced ventricular fibrillation and was resuscitated by external defibrillation. The lead was explanted.